Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 14s crosser cto recanalization catheter was received for evaluation. On visual evaluation, marker band was present and undamaged. Material separation was noted between the distal tip and catheter sheath. No damage was noted to the distal end of the catheter sheath. The distal end of the guidewire tubing was noted to be jagged. The inner guidewire lumen was still attached to the catheter sheath. No functional testing was performed due to the condition of the device. Therefore, investigation is confirmed for the reported leak and identified material separation as the separation noted at the distal end of the catheter might have caused the leak. The identified material separation might have caused the reported leak. However, a definitive root cause for the reported leak and identified separation could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via contralateral approach, the catheter allegedly had a water leakage after 120 seconds of use. The procedure was completed using another device. There was no reported patient injury.